Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer wanted to load ih-panel 11 papain on his ih-500 and noticed in cells 7 and 2 small clumps or threads. Therefore, no testing could be performed and the customer suspected a possible contamination. The customer sent in the allegedly defective product for investigational testing. All vials provided by the customer were leaked out as no drop pipettes were used for sealing of the opened vials. Therefore our quality control laboratory tested their retention sample of the affected lot. The cells were resuspend and it was investigated if a proper re-suspension is given or if strands of cells are visible. Afterwards the filling volume on the ih-500 was measured. The retention sample was also visually inspected. When carefully mixed, no small clumps or threads were visible. The suspensions were without abnormalities.